Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3537, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not feeling stimulation and encountered the "cannot provide desired setting" error message. After troubleshooting the error was encountered on both sides. An additional call from the consumer indicated that the patient's "controller is broke" and the patient is not messing with it. The caller indicated that the patient was still not feeling stimulation and was concerned because the leads were scheduled to be removed soon. The patient also felt that tracking symptoms would be a waste of time because "nothing is working." Patient status is unknown at the time of this report. There were no further complication reported or anticipated. The manufacturing representative reported that serial numbers of ens and controller were still unknown. Patient had reset the batteries of controller. Patient was unable to turn the stim past 8.7, 8.1 on each side. When patient left the surgery center, patient felt stim comfortably around 2.0. The following day patient stopped feeling the stim. Leads were removed today and patient will be scheduled for advanced evaluation in the future. Doctor determined the leads had migrated away from the nerve. Patient's weight was reported. There were no complications or that no further complications were reported.